Event description:
It was reported that this crt-d system exhibited an alert for high out of range impedances on this right atrial (ra) lead and impedance measurement values could not be obtained. Additionally, non-physiologic noise and oversensing were reported for this lead. Technical services (ts) was consulted and recommended further evaluation to confirm a potential lead fracture. No adverse patient effects were reported. This ra lead remains in service.